Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient was unable to set the ipg into MRI mode. Patient was never provided with effective therapy despite multiple reprogramming. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
A4: patient's weight was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Attempts were made to request patient's weight but not received.

Event description:
Additional information reported patient underwent surgical intervention on 06 may 2026 wherein the entire system was explanted to address the issue.